Manufacturer narrative:
(B)(4). Date sent 6/19/2025 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12srt device was returned with no damage in the external components. In addition, the universal seal was returned inside a plastic bag and a piece of seal inside a petri dish was returned. The universal seal was disassembled in order to evaluate the condition of the seals. Upon disassembling, the seal was found damaged and torn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." A manufacturing record evaluation was performed for the finished device lot 381c42 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 6/13/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a robotic distal pancreatectomy (rdp), the outer seal was damaged when using b12srt. The damaged site has been retrieved. There was no effect on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 5/30/2025 d4 batch # unk b3: unknown; captured as awareness date attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Did any piece detach/fall into the patient? : no pieces fell into the patient. If yes, was the piece retrieved? There was no effect on the patient. 2. If yes, was the piece retrieved? There was no effect on the patient. 3. If yes, is the piece returning or was it discarded? Yes, the piece will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.